Manufacturer narrative:
(B)(4). The facility has communicated that the device is not available for evaluation. An attempt to duplicate the failure mode was not made because there is no inventory of the involved product code available at the facility nor is any being manufactured at the time. If the defective samples become available this complaint will be updated accordingly. The device history record of the batch number provided has been reviewed and no corrective actions can be implemented due the lack of product sample to perform a proper investigation and determine the root cause. No issues or discrepancies were found which could potentially relate to this complaint. The customer complaint cannot be confirmed due the lack of product sample to perform a proper investigation and determine the root cause. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that the bullet popped off while placing the suture; unknown where bullet went. The doctor stated she was unsure if it broke off inside the patient or flew off; the bullet was not found in the surrounding area or on the floor. The bullet popped off while inside the patient's vagina. The resident was placing the suture and the bullet was off when the suture came out. There was no patient injury.